Manufacturer narrative:
(B)(4) there was no alleged device malfunction. The complaint states that the patient experienced hyperglycemia, resulting in diabetic ketoacidosis (dka). It should be noted that diabetes mellitus is a common cause of dka.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that he experienced diabetic ketoacidosis (dka) on (B)(6) 2015. Patient was at home at the time of the event. Patient reported dexcom alerts were heard. Patient reported ignoring hyperglycemic alerts. Patient's stated that roommates called 911 due to extreme hyperglycemia. Patient was transported to hospital via ambulance at 09:00am, and admitted to the intensive care unit (ICU). Patient reported blood glucose (bg) level at 832mg/dl at the time of the event. Patient was administered intravenous (IV) drip of saline. Patient reported (ICU) length of stay was 2 days and that he was discharged on (B)(6) 2015. Additionally, patient reported no issues or physical damage to continuous glucose monitor (cgm), but (ICU) doctor discarded dexcom sensor and transmitter. At the time of contact, patient reported that he was doing okay. No additional event or patient information is available.